Event description:
Affiliate reported a transfer set which was difficult to connect to the titanium adapter. Upon review of the returned sample, it was noted that the pt adapter was separated from the tubing. Noted during use. No pt injury or medical intervention was reported per baxter affiliate.